Event description:
A customer using blood bank/blood donor software version 5.2, reported that during the batch processing of umbilical cord blood evaluations, reflexively ordered rh immune globulin injections were either not being processed or processed to the wrong pt. The occurrence was precipitated by resulting multiple cord blood orders, in the work list mode, in function "bop" grids. Individual order processing did not result in the reported anomaly. The error produced by the system was readily detected by lab personnel, who found an incorrect pt name and indentification number on the rh immune globulin order label. No pt harm was reported. Actions taken by sunquest were aimed at preventing the possiblity of pt immune responses that could interfere with future pregnancies.